Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device display was broken. There was no patient involvement.

Event description:
The customer reported the device display was broken. There was no patient involvement. The field service engineer confirmed the display screen was blank.